Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (flashing display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/24/2017 with the following findings:.unable to duplicate flashing display complaint. Pump powers on to clear and legible display. Opened pump, no intermittent conditions found on display flex connector.